Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was noticed by the doctor that the latch on the direct anterior broach handle was loose. The handle was immediately removed and replaced with another from a sterile tray.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock. Complaint history review: there have been (B)(4) other events for the lot referenced. Visual inspection performed as part of mar. A material analysis was performed, concluding the following: the spring component on the device was plastically deformed, preventing proper engagement and retention of the lever assembly locking mechanism. The specific cause of the spring deformation could not be determined. The eds spectrum and hardness measurements were consistent with a properly h900 heat treated custom 455 stainless steel alloy. The event was confirmed. No material or manufacturing defects were observed on the device features examined.

Event description:
It was noticed by the doctor that the latch on the direct anterior broach handle was loose. The handle was immediately removed and replaced with another from a sterile tray.